Manufacturer narrative:
Additional information was received that this patient experienced another event with delivery of atp therapy. Episode review noted a total of three bursts of atp and available egms suggest possible inappropriate therapy for conducted atrial arrhythmia. The atp did not terminate the ventricular rhythm on any available egm. The system remains in service and no adverse patient effects were reported. No further information is available as this physician monitors his patient's without the presence of a boston scientific representative. Additional information was received that alerts were generated for ventricular shock therapy and anti-tachycardia pacing (atp) therapy delivered to convert an arrhythmia. Episode review noted a total of nine episodes treated with atp only and one episode treated with atp and an 11j shock. Episodes with available electrograms suggest possible inappropriate therapy for conducted atrial arrhythmia. The atp did not terminate ventricular rhythm on any available egm. Elevated power consumption observed based on current parameters, with 1.5 years remaining battery longevity. The boston scientific local area representative was contacted for additional event details and stated he is not involved with the management of this patient and the physician evaluated the patient without him being present. The physician had not notified the representative of any diagnosis or course of action. The system remains in service and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received six bursts of anti-tachycardia pacing (atp) and one shock. Episode review was requested due to possible inappropriate therapy for conducted atrial arrhythmia. The initial burst of atp was appropriate for atrial fibrillation (af) with simultaneous ventricular tachycardia (vt). However, shock morphology then changes and some irregularity of r-r intervals is noted and the atrial arrhythmia continues throughout and persists post-shock. Further review was recommended to determine if this was vt with multiple morphologies or appropriate therapy for vt followed by inappropriate therapy for conducted af. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
This corrected supplemental report is being submitted with correct adverse event/product problem and outcomes attrib. To adverse event fields. Additional information was received that alerts were generated for ventricular shock therapy and anti-tachycardia pacing (atp) therapy delivered to convert an arrhythmia. Episode review noted a total of nine episodes treated with atp only and one episode treated with atp and an 11j shock. Episodes with available electrograms suggest possible inappropriate therapy for conducted atrial arrhythmia. The atp did not terminate ventricular rhythm on any available egm. Elevated power consumption observed based on current parameters, with 1.5 years remaining battery longevity. The boston scientific local area representative was contacted for additional event details and stated he is not involved with the management of this patient and the physician evaluated the patient without him being present. The physician had not notified the representative of any diagnosis or course of action. The system remains in service and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received six bursts of anti-tachycardia pacing (atp) and one shock. Episode review was requested due to possible inappropriate therapy for conducted atrial arrhythmia. The initial burst of atp was appropriate for atrial fibrillation (af) with simultaneous ventricular tachycardia (vt). However, shock morphology then changes and some irregularity of r-r intervals is noted and the atrial arrhythmia continues throughout and persists post-shock. Further review was recommended to determine if this was vt with multiple morphologies or appropriate therapy for vt followed by inappropriate therapy for conducted af. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received six bursts of anti-tachycardia pacing (atp) and one shock. Episode review was requested due to possible inappropriate therapy for conducted atrial arrhythmia. The initial burst of atp was appropriate for atrial fibrillation (af) with simultaneous ventricular tachycardia (vt). However, shock morphology then changes and some irregularity of r-r intervals is noted and the atrial arrhythmia continues throughout and persists post-shock. Further review was recommended to determine if this was vt with multiple morphologies or appropriate therapy for vt followed by inappropriate therapy for conducted af. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. Additional information was received that alerts were generated for ventricular shock therapy and anti-tachycardia pacing (atp) therapy delivered to convert an arrhythmia. Episode review noted a total of nine episodes treated with atp only and one episode treated with atp and an 11j shock. Episodes with available electrograms suggest possible inappropriate therapy for conducted atrial arrhythmia. The atp did not terminate ventricular rhythm on any available egm. Elevated power consumption observed based on current parameters, with 1.5 years remaining battery longevity. The boston scientific local area representative was contacted for additional event details and stated he is not involved with the management of this patient and the physician evaluated the patient without him being present. The physician had not notified the representative of any diagnosis or course of action. The system remains in service and no adverse patient effects were reported. Additional information was received that this patient experienced another event with delivery of atp therapy. Episode review noted a total of three bursts of atp and available egms suggest possible inappropriate therapy for conducted atrial arrhythmia. The atp did not terminate the ventricular rhythm on any available egm. The system remains in service and no adverse patient effects were reported. No further information is available as this physician monitors his patient's without the presence of a boston scientific representative. Additional information was received that this patient experienced another event with delivery of atp therapy. The system remains in service and no adverse patient effects were reported. No further information is available as this physician monitors his patient's without the presence of a boston scientific representative.

Manufacturer narrative:
Additional information was received that alerts were generated for ventricular shock therapy and anti-tachycardia pacing (atp) therapy delivered to convert an arrhythmia. Episode review noted a total of nine episodes treated with atp only and one episode treated with atp and an 11j shock. Episodes with available electrograms suggest possible inappropriate therapy for conducted atrial arrhythmia. The atp did not terminate ventricular rhythm on any available egm. Elevated power consumption observed based on current parameters, with 1.5 years remaining battery longevity. The boston scientific local area representative was contacted for additional event details and stated he is not involved with the management of this patient and the physician evaluated the patient without him being present. The physician had not notified the representative of any diagnosis or course of action. The system remains in service and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received six bursts of anti-tachycardia pacing (atp) and one shock. Episode review was requested due to possible inappropriate therapy for conducted atrial arrhythmia. The initial burst of atp was appropriate for atrial fibrillation (af) with simultaneous ventricular tachycardia (vt). However, shock morphology then changes and some irregularity of r-r intervals is noted and the atrial arrhythmia continues throughout and persists post-shock. Further review was recommended to determine if this was vt with multiple morphologies or appropriate therapy for vt followed by inappropriate therapy for conducted af. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Event description:
It was reported that this patient received six bursts of anti-tachycardia pacing (atp) and one shock. Episode review was requested due to possible inappropriate therapy for conducted atrial arrhythmia. The initial burst of atp was appropriate for atrial fibrillation (af) with simultaneous ventricular tachycardia (vt). However, shock morphology then changes and some irregularity of r-r intervals is noted and the atrial arrhythmia continues throughout and persists post-shock. Further review was recommended to determine if this was vt with multiple morphologies or appropriate therapy for vt followed by inappropriate therapy for conducted af. The system remains in service and no adverse patient effects were reported. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.